Event description:
User facility medwatch# 000 490118-2001-0034 was received on 12/10/2001. The documents stated: endopath ets45 endoscopic linear cutter was used to remove a fallopin tube and ovaries. Stapler casset broke off. Surgery time was extended by 45min in attempt to remove it from the pt's cavity.